Event description:
Boston scientific crm received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) exhibited low rv impedance, prompting an appropriate latitude red alert. The local area sales representative was contacted for more information, but none has been made available to date. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated. Most recently, this report was evaluated and determined to have been reported in error. Low pacing impedance suggests a potential insulation issue, however, the lead is still capable of providing therapy. Therefore, this malfunction is not likely to cause or contribute to serious injury or death and there is no evidence of patient harm. This lead and the associated device remain actively in service.